Manufacturer narrative:
The customer ran controls on the affected analyzer on 15-sep-2022 and these recovered outside of range. Control data measured prior to the event was not provided. The field service engineer replaced kinked reagent probe tubing and the reagent probe pulse motor. Probe adjustments were performed. Mechanism checks were performed and performance testing was successful. Calibration and controls passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with bilt3 bilirubin total gen.3 and gluc3 glucose hk gen.3. No incorrect results were reported outside of the laboratory. The reporter stated they were getting reagent probe alarms during the afternoon of (B)(6) 2022. They performed an instrument reset and cleaned the probe. The probe was no misshapen and there was no liquid coming from the probe. A few patient results were flagged on (B)(6) 2022. The patient sample initially resulted in a total bilirubin value of 1.128 mg/dl. The sample was repeated on a second analyzer on (B)(6) 2022, resulting in a value of 0.377 mg/dl. The repeat value was deemed correct. The patient sample initially resulted in a glucose value of 131.2 mg/dl. The sample was repeated on a second analyzer on (B)(6) 2022, resulting in a value of 97.3 mg/dl. The repeat value was deemed correct. The total bilirubin and glucose reagent lot numbers and expiration dates were requested, but not provided.